Event description:
On (B)(6) 2012 doing an implant. Pt has sprint fidelis lead. Dfts are failing. Dr (B)(6), (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).